Manufacturer narrative:
The device was explanted and replaced with a competitor's device. A request was made to retrieve the device for analysis however as of today it has not been returned.

Event description:
Boston scientific crm received information that this device appears to be depleting faster than expected.